Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. An offset clamping broach handle was returned and evaluated against the complaint. Visual inspection found the weld between the strike plate and handle to have failed. Impact marks are present on the handle and strike plate. The distal shaft is scratched. The square orientation feature has become deformed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the broach handle broke during surgery. No additional information.